Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited intermittent atrial undersensing. Boston scientific technical services (ts) was consulted and offered reprogramming options. No adverse patient effects were reported. At this time, this device system remains in service.